Manufacturer narrative:
This case, with patient identifier (B)(6) (lot number 493774) is related to case with patient identifier (B)(6) (lot number 493811) it was unknown if the initial reporter sent report to the FDA device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
This case, with patient identifier (B)(6) (lot number 493774) is related to case with patient identifier (B)(6) (lot number 493811). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 144 mg/dl (lot number 493811) and 67 mg/dl (lot number 493774). No adverse event reported. Return of suspect device was requested and replacement was sent.